Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual review of the device cavities shows 1 cavity with foreign debris in inner cavity. Both the outer and inner cavity was sealed upon return. During technical evaluation the cavities were opened to confirm debris. Debris has an approximate length of 3 inches. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that debris was found in the sterile package. There was no patient involvement. Additional information on the reported event is unavailable at this time.